Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to verify the reported issue. Physio then completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was resetting itself. There was no known patient use associated with the reported event.